Event description:
Non-approved pedicle screws were implanted in the back causing adverse effects. There is constant irritation and pain from the screws contact with the nerves of the spine. Medicatin is needed to keep the pain under control from day to day.